Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a scheduled lead revision procedure on (B)(6) 2020. Prior to the procedure the patient's left ventricular lead exhibited complete loss of capture. An x-ray was performed and acute lead dislodgement was observed. The lead was explanted and replaced. The patient's condition was stable throughout the event.